Event description:
A customer reported via a webform a "replace sensor" message after three (3) days of wear with the adc device and was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia with symptoms described as loss of consciousness and/or convulsion/seizure and had no strength in arms and legs. The customer was unable to self-treat, requiring treatment by juice, sugar, and/or food by caregiver and healthcare professional (hcp). A blood glucose level of 1.7 mmol/l (30.6 mg/dl) was reported on the hcp meter for a diagnosis of hypoglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.